Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that pen ndl 32g 4mm 100ct intl roche was unable to deliver medication. The following information was provided by the initial reporter: crm complains that in the recent packages she found some needles which were not ejecting the liquid properly, it remained stuck in the pen. D.1. Medical device brand name: pen ndl 32g 4mm 100ct intl roche. D.4. Medical device catalog#: 320658. D.4. Medical device lot#: 0133307. D.4. Unique identifier (UDI)#: (B)(4). D.4. Medical device expiration date: 5/31/2025. H.4. Device manufacture date: 5/12/2020. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen ndl 32g 4mm 100ct intl roche was unable to deliver medication. The following information was provided by the initial reporter: crm complains that in the recent packages she found some needles which were not ejecting the liquid properly, it remained stuck in the pen.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 0133307. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm 100ct germany roche was unable to deliver medication. The following information was provided by the initial reporter: crm complains that in the recent packages she found some needles which were not ejecting the liquid properly, it remained stuck in the pen.